Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on october 17, 2022.

Manufacturer narrative:
Per the surgeon, the patient experienced an infection in the scalp. The patient was treated with IV antibiotics, however, the issue did not resolve. Surgical debridement was also performed on (B)(6)2023, during the explantation of the device. This report is submitted on march 2, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced a skin breakdown at the implant site (specific date not reported). This report is submitted on april 26, 2024.